Manufacturer narrative:
H6: evaluation codes updated device evaluation: the device was not returned for evaluation and no evidence was provided for problem confirmation. Based on review of service history and information provided by the customer, a probable cause was unable to be determined.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has no alarms, the pump is not working and the temperature does not go up. The issue was found during testing. There was no patient involvement and no harm/adverse event reported.